Manufacturer narrative:
This is the final report.

Event description:
A report of discomfort at the pocket site was received. The surgeon relocated the ipg to a new pocket site. The patient is reportedly doing well.